Event description:
It was reported that during an unknown procedure, had to push extremely harder than usual to fire.

Manufacturer narrative:
(B)(4). Date sent: 8/6/2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: batch # a9d69f. Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was received with a clip in jaws and no apparent damage. The clip was removed in order to inspect the jaws and they were found with no damage. In addition, the packaging opened was returned along with the instrument. Upon testing, the trigger could not be activated due to be jammed. The device was disassembled to evaluate the condition of the internal components and the trigger was found broken, not allowing the clips to fed into the jaws and the latch posts was found to be broken which suggest that a lockout premature occurred. In addition, fifteen(15) clips were found remaining inside the clip track. The damaged on the device could be that the internal ribs were being gauged by the feeder link, causing the trigger to experienced additional force that could interfere with the firing of the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/6/2024. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "1. Could you please clarify if there were any patient consequences? 2. Could you please clarify if there was any change in the post-operative care of the patient as a result of the event?"